Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician. The samples were retested and the corrected results were reported. One pt was treated with anticoagulant and a coronarography was done on another pt. There is no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician. The samples were retested and the corrected results were reported. One pt was treated with anticoagulant and a coronarography was done on another pt. There is no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician. The samples were retested and the corrected results were reported. One pt was treated with anticoagulant and a coronarography was done on another pt. There is no report of adverse health consequences due to the discordant troponin I ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and determined that the customer continued to operate the system after a "wash 1 reservoir is empty, the system will use the reserve" message was displayed.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and determined that the customer continued to operate the system after a "wash 1 reservoir is empty, the system will use the reserve" message was displayed.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and determined that the customer continued to operate the system after a "wash 1 reservoir is empty, the system will use the reserve" message was displayed.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician. The samples were retested and the corrected results were reported. One pt was treated with anticoagulant and a coronarography was done on another pt. There is no report of adverse health consequences due to the discordant troponin I ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and determined that the customer continued to operate the system after a "wash 1 reservoir is empty, the system will use the reserve" message was displayed.